Event description:
It was reported that during tunneling the carrier broke and a fragment remained in the subcutaneous tissue of the patient. It was stated the physician removed the fragment and proceeded with successful tunneling and the patient was okay.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), product type extension product ID 37085-60, serial# (B)(4), product type extension. (B)(4).